Manufacturer narrative:
The technician found the ground pin was loose on the power cord plug. He replaced the ac plug to repair the bed.

Event description:
Information received indicates the ground loss light is flashing.